Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 3006705815-2017-01126, reference MFR report: 3006705815-2017-01127, reference MFR report: 1627487-2017-04965. The patient had 2 anchors implanted with the same lot number. It was reported the patient¿s entire scs trial system was removed due to a potential infection at the pocket site. The exact site of the infection is unknown. The bandages were saturated and had an odor. The physician removed the trial system and treated the patient with antibiotics. Culture results were negative.